Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Correction to field d7a: sud reprocessed and reused?

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range impedance value on the right atrial (ra) channel. It was also noted that there was a signal artifact monitor (sam) episode as a result of minute ventilation (mv) signals on the same channel. Additionally, the lead exhibited noisy signals that resulted in an inappropriate atrial tachy response (atr). The device remains in use. No adverse patient effects were reported. Additional information received indicates that this patient was seen to further investigation the issue.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range impedance value on the right atrial (ra) channel. It was also noted that there was a signal artifact monitor (sam) episode as a result of minute ventilation (mv) signals on the same channel. Additionally, the lead exhibited noisy signals that resulted in an inappropriate atrial tachy response (atr). The device remains in use. No adverse patient effects were reported.